Manufacturer narrative:
Follow-up received on 22-jul-2016: information received from a lawyer on behalf of a plaintiff via legal claim states that, on or about (B)(6) 2009, plaintiff visited her health care provider to inquire about permanent sterilization procedures; in particular, she was interested in the standard tubal ligation procedure; however, her health care professional began to discuss a new procedure, called essure. Physician discussed all the selling features and commercials, including: same safety and effectiveness as alternative procedures, shorter recovery time, and no need for invasive surgery. Further, plaintiff was never informed of the risk of device migration, nor was she informed of the potential of experiencing chronic pelvic pains and painful, heavier periods after the implant. After considering the selling points described by her doctor, and touted in the brochures and website, plaintiff decided that she will undergo the essure procedure as an alternative to standard tubal ligation. On or about (B)(6) 2009, she had two essure coils implanted in her body. After the implant procedure, plaintiff began to gradually experience increasingly painful abdominal pain (as reported), as well as, irregular, heavy menstrual cycles. During this period, she was not able to definitively ascertain the origins of these pains and bleeding. On or about (B)(6) 2013, she sought a definitive solution to the symptoms that she had been suffering from and underwent a hysterectomy. During this period of time, she did not necessarily line the essure coils to the cause of her pain; this procedure was performed to cure an unascertainable condition. In addition, it was informed that the physical and mental anguish that she suffered during this period, as well, as the necessity of undergoing such a drastic surgery to remove the coils, is a direct and proximate result of the failure to properly disseminate accurate information regarding the products. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the device was implanted she had constant pelvic pain / pain after the essure and the entire time that she had it and she began to bleed heavily and steadily. She also experienced increasingly painful abdominal pain and irregular and heavy menstrual cycles. She underwent an ablation procedure but the bleeding continued, and 4 years after essure insertion she had a hysterectomy with essure removal. Upon receipt of follow-up information, this case became legal. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion pelvic/abdominal pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between essure and the reported events cannot be excluded. This case was regarded as incident due to required intervention (ablation, hysterectomy with essure removal). Based on the available information, there is no reason to suspect a quality deficit of the product. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 with lot number 20193380 for contraception. Concomitant medication used: trazadone. Consumer reported that essure coils were placed in order to no longer have children. In addition, only one side was blocked; she could still get pregnant. On an unspecified date, she had to return for the dye test again to find out if she could get pregnant. The second dye test showed that she was not able to get pregnant. After the essure was implanted she had constant pelvic pain and she began to bleed heavily and steadily for all but approximately 1 week a month for years. The pain started after the essure was implanted and the entire time that she had the essure coils inside her; it kept her from doing the things she had previously enjoyed because of the pain. She constantly had to take breaks at work due to the pain. She continuously told the doctor who performed the procedure but her complaints were ignored. Finally, she went to another doctor and had the ablation procedure which decreased the bleeding for a few months but the bleeding continued. On (B)(6) 2014, she had to have a hysterectomy and the doctor took out her tube which contained the essure coils. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: lot #20193380 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the device was implanted she had constant pelvic pain / pain after the essure and the entire time that she had it and she began to bleed heavily and steadily. She underwent an ablation procedure but the bleeding continued, and 5 years after essure insertion she had a hysterectomy with essure removal. These events, interpreted as pelvic pain and genital bleeding, are serious due to medical significance and listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality between essure and the reported events cannot be excluded. This case was regarded as incident due to required intervention (ablation, hysterectomy with essure removal). Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 19-nov-2015: the required number of follow-up attempts have been completed, with no response to date.